Event description:
Complainant suffers an adverse reaction when working with cidex opa solution. They report the symptoms as raspy voice and throat, and a tightness in their chest. Symptoms improve when they are not working with the solution. Complainant was treated with a breathing treatment in the emergency room following one reaction, and has been prescribed a nebulizer to counter any future reactions. Complainant reports that agricultural harvesting in their locale at the time of the event also aggravates their allergies.